Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the axsym analyzer generated a ca 19-9 result of 16.3 u/ml. The sample was repeated and a result of 36.3 u/ml was generated. There was no report of impact to patient management.